Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(6). (B)(4). Investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the body of the balloon. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as difficult patient anatomy such as stenosis, calcification or tortuosity. It should also be considered that the damage to the device most likely occurred when the device is exposed to a sharp exterior source such as a calcified lesion. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the bile duct during a procedure performed on an unknown date. According to the complainant, during the procedure, the balloon was unable to perform/obtain imaging inside the bile duct due to leakage. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that this balloon had a pinhole; therefore, this is now an MDR reportable event.